Event description:
After one year and two months from the primary, the patient came in complaining of pain due to poor patella tracking and laxity. The surgeon switched the patella implant and upsized the tibial liner insertin a 2mm thicker liner.

Manufacturer narrative:
Batch review performed on 04-jul-2023. Lot: 2101668: (B)(4) items manufactured and released on 15-apr-2021. Expiration date: 2026-03-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Additional device involved: batch review performed on 04-jul-2023. Gmk-sphere 02.07.0041ip patella inset ø24mm (k090988) lot: 2000738: (B)(4) items manufactured and released on 17-mar-2020. Expiration date: 2025-03-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.